Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked electronic board keypad connector, or stuck button alarm noted during testing. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 146 mg/dl. The customer stated that a button was not pressed down for 3 minutes or longer. The customer stated that the button popped back up after calibration. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump was returned for analysis.